Event description:
On (B)(6) 2012, the patient contacted animas stating a delivery issue with the pump. The pump's settings were reportedly being adjusted by the health care provider (hcp) but the patient was unsatisfied with her bg values. The patient reportedly was experiencing erratic bgs in the range of 50mg/dl-434mg/dl. It was noted that the patient had blurry vision. The patient stated that she did not want to continue insulin pump therapy and wanted to start using pens again. There were no site/set or cartridge issues noted. Customer support (cs) reviewed the pump with the patient and there was no indication of a programming/issues with the pump. The pump is being returned for troubleshooting. The reported bg does not meet the animas criteria of an adverse event. This complaint is being reported due the health care provider's concern that the pump had a non-specific delivery malfunction and had requested a replacement.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 04/17/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.